Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: separated guide wire tip and remains in the patient. Device issue: separated guide wire tip. It was reported that when trying to remove the guide wire, it was caught by the stent in a calcified artery. The guide wire was altered (frayed) and cut in the catheter guide. A small piece of the guide wire tip remains in the distal part of descending coronary artery. There is no consequence for the patient at the moment. No additional event or patient information is available.